Event description:
The customer contacted physio-control to report that their device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Device was evaluated by physio control and the reported issue of the device not powering on/off when opening the lid assembly was verified. Root cause is likely to be the reed switch assembly part from pcb assembly. Customer received a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.